Manufacturer narrative:
(B)(4). Batch # l54m2a. The analysis results showed that one ec60 device was returned with no visual non-conformances and with seven cartridge reloads present. Cartridge (b, c) ecr60b, l5555p were received fully fired and in good visual condition. Cartridge (d) ecr60b, m5294f was received fully fired and in good visual condition. Cartridge (e) ecr60b, m5294f was received fully fired and with cartridge deck damage. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the result of malformed staples. Cartridge (f, g) ecr60w, m52u3u were received fully fired and in good visual condition. Cartridge (h) ecr60w, l55j5l was received fully fired and in good visual condition. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the firing force was higher than expected at the third stroke of the sixth firing on the stomach. Then, it was found that deployed staples of the distal end were malformed. The cartridge was blue. Additionally, buried suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.